Event description:
On january 23, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording the patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining alleged inaccurate high blood glucose readings of "350 and 317 mg/dl" with the subject meter. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen in response to the elevated results. The patient reported developing symptoms of "sweating and weakness" an unspecified time after the alleged issue began. During the call, the patient informed the csr that in response to the symptoms, she was taken to hospital on (B)(6) 2016 at 2:00am where she was given food to bring her sugar up. The patient confirmed that no intravenous treatment was required. The patient stated that blood glucose tests were performed on the hospital device at unspecified times and results of "70, 60 and 82 mg/dl" were obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after obtaining alleged inaccurate high results with the subject meter.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) cold not be performed as the meter serial number was invalid. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.